Manufacturer narrative:
Product is an instrument and is not implantable. A review of the device history record for the product was performed and no discrepancies were found. The evaluation of the returned product found the cause of the failure to hold a dimension was due to a missing set screw. A locking compound is now added to the retaining screw to reduce the likelihood of the screw backing out. Monitoring of events of this nature determined the action is effective.

Event description:
In 2007, during a returned instrument evaluation performed based on a report on two and a half months later, that the instrument would not hold its measurement. Abbott became aware that the rod caliper ii was missing a screw. The location of the screw was not provided. There was no report that the missing screw occurred during patient contact.